Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange was deployed while being advanced through the lumen. The axios device was removed, and another stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange was deployed while being advanced through the lumen. The axios device was removed, and another stent was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on october 15, 2024*** it was reported that the stent was removed partially deployed on the delivery system and the procedure was completed using another axios stent.

Manufacturer narrative:
Block b5 was updated based on the additional information received on october 15, 2024. Block h6: imdrf device code a150103 captures the reportable event of stent first flange premature deployment.